Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. The healthcare facility advised rayner that the pt reported that their va was not as sharp post-operatively. The pts immediate va post superflex implantation was 6/6. The healthcare facility reported the va at "2nd post op 3/25" to be 6/12. On (B)(6) 2012, the pt underwent a yag capsulotomy. The healthcare facility informed rayner that the va post yag capsulotomy was 6/6. Rayner has not received any indication from the healthcare facility or the (B)(4) distributor that further remedial action is required. Without the ability to examine the device and without clear event details being provided, a failure mode and root cause cannot be ascertained.

Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hospital of an event that occurred following the implantation of a superflex intraocular lens. The event description provided indicates that the pt reported that their visual acuity (va) was not as sharp post-operatively.